Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the pump received unexpected restart, battery failure and motor error alarm. The customer¿s blood glucose level was 350 mg/dl which was treated manually. The customer also reported that the pump received battery failure and also received external ram error and displayable history check failed alarm. The insulin pump will not be returned for analysis.